Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07jan2019. (B)(4). The service engineer (se) inspected the device and replaced the data acquisition board. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported by the international customer that the ventilator had a "automatic zero failure of near-end" error. No patient harm reported. Event date not specified; estimate used.